Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure using a 20mm sapien 3 ultra valve, the 14f esheath plus was inserted without difficulty. However, when the delivery system was inserted, significant resistance was met as the crimped valve exited the sheath into the aorta. The valve was deployed in usual fashion without difficulty. Upon removal, significant resistance was encountered as the delivery balloon re-entered the distal end of the esheath. Upon inspection of the sheath after removal, the distal tip was noted to have a jagged radial tear. It was noted that the patient had uncomplicated access with moderately tortuous and calcified vessels of adequate caliber. No injury to the patient was observed, patient tolerated procedure well and left lab in excellent condition.

Manufacturer narrative:
The esheath plus was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. 3mensio imagery was provided and the following was observed: the sheath distal tip opened along the axial score line and appears to be fully expanded as designed, the introducer was fully inserted through the sheath, the distal tip was torn radially, the patien'ts access vessels had presence of calcification and tortuosity, specifically near the aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. However, lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The esheath+ IFU, commander delivery system IFU, and device preparation manual instructions for use (IFU) were reviewed. The device preparation manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. Valve size of 20-26mm, sheath 14f, recommends that the minimum vessel diameter greater than 5.5mm. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Manufacturing mitigation review was performed, and all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Based on this review it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "when the delivery system was inserted, significant resistance was met as the crimped valve exited the sheath into the aorta. The valve was deployed in usual fashion without difficulty. Upon removal, significant resistance was encountered as the delivery balloon reentered the distal end of the esheath+. Upon inspection of the sheath after removal, the distal tip was noted to be significantly damaged. It was noted that the patient had uncomplicated access with moderately tortuous and calcified vessels of adequate caliber". Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and tortuosity near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification and create a constrained condition at the distal tip, while tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed. This the issue has been previously identified in product risk assessment (pra) and a CAPA.